Manufacturer narrative:
(B)(4). Neither the hardware nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent "single level acdf utilizing" a cage at levels 5-6. Two screws were also used in surgery and were implanted. Post-op, the screws started back out. No patient complications were associated with this event. Patient is currently doing fine but is being monitored by surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.